Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported in that this lead was explanted due to noise possibly caused by clavicular crush. Used the same device due to remaining battery life and no adverse effects from extraction.